Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent unexpected resets occurred. The customer's blood glucose level was 89 mg/dl. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.